Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 5. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The technical service representative (tsr) had the hp check the lines and bags and found that the supply bag was disconnected. The tsr closed all the clamps and had the hp disconnect using aseptic technique and removed the cassette. The hp would notify the nurse of the missed therapy. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient (hp) checked the lines and bags and found that the supply bag was disconnected. The assignable cause for the reported problem was undetermined.